Manufacturer narrative:
Unk if sample is available for eval at time of this report.

Event description:
Complaint alleges: customer called to report that when the foley catheter was inside the pt, it leaked. The nurse removed and tested it, and found that it would not inflate. There was no pt injury reported. Pt's current condition is reported, as fine.